Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation and cannot verify the reported issue. Since an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during inspection. H3 other text : see h.10.

Event description:
It was reported that the bd 27ga whitacre needle experienced a broken needle. A tomography scan was performed which identified the broken portion of the needle within the patient's muscle plain. The following information was provided by the initial reporter: when rectifying the needle, it was noticed it was missing a fragment of more or less 1cm of the needle. Seopsis was performed in the room, and later a tomography, and it was identified fragment in muscle plane.

Event description:
It was reported that the bd 27ga whitacre needle experienced a broken needle. A tomography scan was performed which identified the broken portion of the needle within the patient's muscle plain. The following information was provided by the initial reporter: when rectifying the needle, it was noticed it was missing a fragment of more or less 1cm of the needle. Seopsis was performed in the room, and later a tomography, and it was identified fragment in muscle plane.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-03. H6: investigation summary: based on the picture and physical sample provided to bd for evaluation, the reported condition was verified. After evaluation of the physical sample a possible root cause was identified as the repositioning of the needle. The manufacturing facility has been notified of this incident and no discrepancy or non-conformance were identified that could have contributed to the reported condition. A review of the device history record was performed, and no quality issues were found during production.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 27ga whitacre needle experienced a broken needle. A tomography scan was performed which identified the broken portion of the needle within the patient's muscle plain. The following information was provided by the initial reporter: when rectifying the needle, it was noticed it was missing a fragment of more or less 1cm of the needle. Seopsis was performed in the room, and later a tomography, and it was identified fragment in muscle plane.